Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, high thresholds, noise, oversensing with pacing inhibition and pace impedance measurements of greater than 2,000 ohms. The ra lead was surgically abandoned and a new ra lead implanted, which remains in service. No additional adverse patient effects were reported.